Event description:
Following implantation of a construct from l3-s1, the right-side s1 screw was noted to have fractured. The date of surgery is unknown. Revision is not known to have occurred. No patient injury was reported to have occurred.

Manufacturer narrative:
(B)(4). Review of images rec'd confirmed the reported event. It is not known if revision surgery has occurred; patient falls, impacts, and compliance with post-operative care plans are not known. The period between implantation and the breakage are not known. Product involved has not been identified. Images suggest bone quality may be poor. Investigation is in process. No root cause has been identified. Should further relevant information will be obtained, a supplemental report will be submitted. Additional labeling review: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury." "These devices can break when subjected to the increased load associated with delayed union or non-union. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by loan bearing and by the patient's activity level will dictate the longevity of the implant.